Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient made a use error which damaged the supplies, caused a break in aseptic technique and subsequently the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was reported as unknown; however, the cause was suspected as related to the patient cutting the pd tubing with scissors. It was reported that as the patient was lying in bed, the patient noted a leak between the patient extension line and the cassette line (no further detail was provided). As a result, the patient cut the tubing with a scissors and then squeeze fitted the tubing to reconnect and fix the leak resulting in peritonitis. On an unreported date, the patient was hospitalized. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics for ten days (dose, frequency, and route, was not reported). No further information was provided regarding the outcome of the peritonitis event. It was not reported if the patient was retrained on aseptic technique. At the time of this report, dianeal therapy was ongoing. No additional information is available.